Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, while introducing the tip-up fenestrated grasper instrument inside the trocar, the first assistant (fa) forced the instrument until the tip broke. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed robotically with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was not inspected prior to use. The instrument was not used prior to the incident and not removed during the procedure (prior to the breakage). The fragment(s) was/were retrieved with laparoscopic instruments. All fragments were retrieved, and this was confirmed by putting together all the parts of the tip. No additional surgical procedure was required to remove the fragment. Post-operative test were done during the procedure (x-ray) to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was discarded by the customer and will not be returned for evaluation. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has not received the tip up fenestrated grasper instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the tip-up fenestrated grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.